Event description:
The patient was wearing the pod on the arm for between 24 to 36 hours at the time medical attention was sought. On (B)(6) 2026, the patient reported falling asleep and subsequently awakening to low blood glucose levels, at which time emergency medical services (ems) were present. No additional symptoms were reported. The patient was unable to recall an exact glucose value but estimated the blood glucose level to be between 43 mg/dl and 53 mg/dl. Ems administered intravenous glucose, and the patient was monitored for approximately 30 minutes. No hospital admission was reported. No additional clinical information is available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported encounter with emergency medical services and the low blood glucose event. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.